Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -11.00 diopter, implantable collamer lens was implanted into the patients left eye (os). The patient experienced narrow anterior chamber, elevated iop with pigment dispersion. It was reported that on (B)(6) 2023 the lens was exchanged. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a:unk. H6- health effect- clinical code 4581:narrow anterior chamber, pigment dispersion h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
B4 - date of this report: (B)(6) 2023 corrected to (B)(6) 2023 initial MDR. Claim # (B)(4).